Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and loss of communication between pump and transmitter. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_transmitter. Troubleshooting was not performed. The customer reported high blood glucose and loss of communication between pump and transmitter. It was unknown whether the communication issue was resolved or not. No further patient complications were reported. No product return was required for unk_transmitter. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.